Event description:
A malfunction on a pump was reported by the caller. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high". To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the caller understood and acknowledged.